Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital¿s intense care unit with a blood glucose (bg) level of 439 - 460 mg/dl. Suspected cause was due to having a basal rate setting that was too low. Reportedly, customer attempted to self-treat by adjusting their basal rate; however was treated intravenously with fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.